Event description:
A user facility medwatch report was received in which the user reported an operator error. According to the reporter, a pt was to receive 50mls of a 100ml piggyback infusion. The reporter stated that the user did not understand that the pump would continue to pull volume from the piggyback bag until the piggyback bag was empty. It was reported that the pt received the entire volume of the piggyback bag due to the above error. According to the reporter, the solution involved was an anti-fungal medication. There was on pt injury related to this report. The operator's manual for this device specifically states that the pump will continue to pull from the piggyback bag until the secondary infusion bag empties. The operator's manual also instructs the user how to discontinue a piggyback infusion before the volume empties.